Event description:
It was reported that this lead was capped due to it got fractured during an upgrade procedure. A new lead was successfully implanted. No additional adverse patient effects were reported.